Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the hernia. The cause of the hernia was unknown. The patient underwent hernia repair surgery as treatment for the event. Dianeal therapies were ongoing and the patient was reported to have recovered from the hernia event. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.